Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead could not be fixed and fell off multiple times. The lead was not implanted and was replaced. The patient¿s condition was stable.